Event description:
A pacific xtreme pta balloon catheter was used to dilate a lesion described as moderately calcified, tortuous and exhibiting 90% stenosis. It was reported that the device was inspected prior to use with no abnormality noted. It was reported that difficulties were encountered during inflation, most likely due to lesion calcification. It was reported that, when after first inflation the physician attempted to deflate the balloon of the pacific xtreme device, a stream of continuous bubbles was observed. Leak in vivo was also observed. It was reported that the physician suspected the connection error, and stopped the use of the relevant device. The procedure was completed with another pacific xtreme balloon catheter with no issue reported. No health hazard was caused to the pt. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results and conclusion: the root cause of the event cannot be determined based on limited info available.